Event description:
Presenting egm shows atrial signal falling in blanking period / not sensed suspect this is due to blanking> pvab is programmed 180 ms. This could cause the atrial arrhythmia duration to be under reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).